Event description:
It was reported that during use with a bd safe-clip¿ the device does not clip needles. This occurred with 3 lots and with 3 devices from an unknown lot #. The following information was provided by the initial reporter: it was reported that when the safe clips will not clip the needles.

Manufacturer narrative:
H.6. Investigation: customer returned (2) bd safe clips from lot # 9129023 and (1) bd safe clip from lot # 9189034. Customer states that the safe clips will not clip the needles. All returned safe clips were tested and all were able to properly clip needles without any observed defects. DHR's for the reported lot#'s were reviewed and they revealed no deviations of the device specifications, product process and packaging specifications, the quality assurance testing procedures, sterilization specifications, and customer specifications. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
For OEM manufacturing sites: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9129023, medical device expiration date: na, device manufacture date: 2019-06-14. Medical device lot #: 9189034, medical device expiration date: na, device manufacture date: 2019-07-24. Medical device lot #: unknown, medical device expiration date: na, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd safe-clip¿ the device does not clip needles. This occurred with 3 lots and with 3 devices from an unknown lot #. The following information was provided by the initial reporter: it was reported that when the safe clips will not clip the needles.